Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in threshold measurements. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent a lead revision procedure, as this rv lead had exhibited a gradual rise in pace impedance measurements having risen to greater than 3,000 ohms. Technical services (ts) noted this was not indicative of a fracture rather, something physiologic. Noise and oversensing resulted in pacing inhibition of approximately three point five seconds long. Ultimately, reprogramming was performed to bipolar sense and unipolar pace. The noise in this configuration was unable to be recreated so this rv lead was left implanted, and this patient will continue to be monitored. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in threshold measurements. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent a lead revision procedure, as this rv lead had exhibited a gradual rise in pace impedance measurements having risen to greater than 3,000 ohms. Technical services (ts) noted this was not indicative of a fracture rather, something physiologic. Noise and oversensing resulted in pacing inhibition of approximately three point five seconds long. Ultimately, reprogramming was performed to bipolar sense and unipolar pace. The noise in this configuration was unable to be recreated so this rv lead was left implanted, and this patient will continue to be monitored. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.